Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 1 failed to open and displayed the error prompt device not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 1 was failed and was not detected on bus. A field service engineer (fse) powered down the station and reseated the rowboard cables connected to the rowboards and the drawer controller before restarting the device. The fse found that the drawers were still not detected, so the station was powered down again. The fse then replaced the drawer controller and restarted the system. After this replacement, the drawers were successfully detected, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.